Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported physical resistance could not be replicated in a testing environment as it is based on operational circumstances. The investigation determined the reported separation and physical resistance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the balloon was used for post-dilation and was inflated to a range of 12-20 atmospheres (atms). It should be noted that the coronary dilatation catheters nc trek rx global instruction for use states: balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed mildly tortuous heavily calcified de novo lesion in the distal left anterior descending (lad) coronary artery. A 2.5x12mm trek balloon was used to pre-dilate the mid lad at 12-16 atmospheres (atms) and a 2.75x33mm xience prime ll was deployed at 18 atms. A 3.0x15mm nc trek was used for post-dilation at 12-20 atms when the nc trek separated into two parts. Resistance was felt while advancing the 3.0x15mm nc trek device. The whole system was removed as a unit and a final angiogram was performed which showed a timi iii flow with no complications. The patient was transferred to the care unit in stable condition. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.